Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43-44 mg/dl; cause was not known. Reportedly, customer experienced sweating, rapid heartbeat, tongue numbness, dizziness, and confusion. Customer consumed carbohydrates and beverages to address bg level. Customer acknowledged pump functioned as intended and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.